Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during a balloon dilatation procedure performed on (B)(6) 2024. During the procedure, the doctor attempted to dilate a stricture and when trying to inflate the balloon there appeared to be a leak in the balloon and the balloon could not be inflated. The customer reported that the balloon had a hole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.